Event description:
It was reported the patient experienced a return of symptoms. Patient's physician confirmed the return of symptoms. It was later reported the device had a power on reset, confirmed by interrogation. Patient's battery measurement was at less than 2.5v. Patient was currently fine but experienced disease related tremor without stimulation. Patient was scheduled to have his device replaced on (B)(4) 2010.

Manufacturer narrative:
(B)(4).